Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.